Manufacturer narrative:
The calibration and qc was successful on (B)(6) 2020. The investigation found that the customer results were reproducible with both patient samples. A rapid assay from creative diagnostics and an independent in-house roche assay were also used. Patient #1: the investigation found no signs of a sars-cov-2 infection in other performed assays. However, a negative effect of the blopress/ amlodipin-therapy on the immune system cannot be ruled out. Patient #2: the investigation found clear reactive results in all the performed assays, and there is enough evidence to confirm an infection with sars-cov-2. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The sars-cov-2-igm/igg rapid test method from nal von minden is not on the list of eua products. The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 2 patients on a cobas 8000 e 801 module, serial number (B)(4). Patient 1 results: the sample was collected on (B)(6) 2020. The patient sample produced a positive result of 2.73 coi using the elecsys anti-sars-cov-2 method. The same patient sample produced a negative result using the sars-cov-2-igm/igg rapid test method from nal von minden. Patient 2 results: the sample was collected on (B)(6) 2020. The patient sample produced a positive result of 47.5 coi using the elecsys anti-sars-cov-2 method. The same patient sample produced a negative result using the sars-cov-2-igm/igg rapid test method from nal von minden. The results were not reported outside of the laboratory.